Event description:
It was reported that during an implant attempt, the lead was not attempted and not used because after the helix was extended they were unable to retract it. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that all of the conductors were stretched, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.